Manufacturer narrative:
In the case description, the user mentioned receiving a 0.05 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of a 0.05 u bolus being delivered on the date of occurrence. The logs show that the pod used was in manual mode with no sensor connected to the pod. The device stopped delivering insulin at 00:00 on 07jun2024 as expected as the user's basal program went to 0 u/hr. No insulin was delivered between 00:00 and 04:28 when logs were uploaded and no pulses were delivered by the pod. The logs also show that no boluses were delivered by the pod during this period. No evidence of an uncommanded bolus or unexpected insulin delivery was observed in the log files.

Event description:
Customer's parent reports that his son had received an unexpected bolus. Customer's controller is only working in manual mode and in the time segment from 12am to 7am is not supposed to deliver any insulin as it is programmed with 0.00 units but the customer alleged receiving a 0.05 bolus. Customer blood glucose levels drop from 120 to 84 mg/dl. The device logs were uploaded for investigation by insulet and confirm there was no insulin delivered by the device from 0000-0700 as indicated, the device was functioning appropriately, a malfunction did not occur. Insulet briefly provided education to the customer regarding how iob is calculated in manual mode from basal insulin delivery but the customer was driving and communication was difficult. Insulet offered to follow-up with the customer at a later time but the offer was declined. The patient is no longer using the device for therapy. The physical device is expected to be returned for investigation. If new information becomes available, this case will be reviewed further.